Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not flow. After an unspecified solution infusion was initiated, an unspecified pump alarmed "upstream occlusion". Upon troubleshooting by the nurse, a kink was observed in the line "between 5 and 6". The tubing was discarded and a new set was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performd and the tubing was observed to be kinked. Functional testing including pressure and clear passage testing were performed and the device performed according to product specification. Priming was also performed and the device flowed as with no issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.